Event description:
New information received indicated that the rv lead was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital for generator change and lv lead upgrade. Increased in captured was observed and had risen over the last 2 months. Slight drop in rv lead impedance and a slight decline in sensing were also noted. Review of the x-ray revealed externalized conductors. Lead will be explanted and replaced.

Manufacturer narrative:
Please retract recall and z0458. The damage found was sustained during the surgical procedure. The lead was otherwise normal.